Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that the patient had their ins off for 6 months (since around the beginning of 2019) and hadn't charged it in that time however, around the end of (B)(6) 2019 they started feeling a vibration in their feet and back off and on and when they were up and active. The patient reported that the ins was randomly starting on its own. On (B)(6) 2019, they tried to connect to the ins using the programmer and recharger but they were getting the poor communication and reposition antenna screens. No symptoms were reported. They were redirected to see their doctor to check the device and to determine if the ins had gone into overdischarge. No further complications were reported or anticipated.